Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, while technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place problematic pump in storage mode before return, advised customer to re-enter pump settings and reconnect cgm on replacement device, and requested return of malfunctioning pump using prepaid label within 10 days.